Event description:
Surgery date: 2004. Five days after implantation, routine post operative x-rays revealed that a set screw had run out of position. Revision surgery took place 7 days later to replace set screw. No pt complications.